Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set to address the alarms prior to contacting system support. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Customer also reported using supplies for about a week. Tandem customer technical support informed customer that is off-label per the user guide. Customer's blood glucose ranged from 54-377 mg/dl at the time of event.